Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mced to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff found the system in a faulted state outside of a clinical procedure and observed a message indicating a potential ergonomics problem. The customer had first power cycled the system and attempted a retry, but the issue had persisted. The customer then disabled the ergonomics feature and indicated there were no cases scheduled on the system. Technical support had been unable to perform additional troubleshooting beyond documenting these steps. The customer reported event has no report of patient injury.